Manufacturer narrative:
The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vessel dissection and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
Following angioplasty, a non-stryker stent was placed across the stenotic supraclinoid segment of the left internal carotid artery. There was blood flow improvement; however, a dissection was noted in the petrous portion of the ica with some stagnation of flow at the proximal end of the dissection. Two stents were paced to treat the dissection. Post stenting imaging showed good flow and smooth contour of the ica. The patient was extubated post procedure and transferred to the intensive care in stable condition. Six days post procedure, the patient represented with a new onset headache. The patient found to have a mild left central suicus subarachnoid hemorrhage (sah) secondary to hyperperfusion syndrome. The patient was given 81mg of aspirin, 40 mg of verapamil, acetaminophen and oxycodone for symptomatic management of headache. The patient's headache has improved drastically since admission and there were no symptoms overnight. The next day, the patient was discharged home in stable condition.

Event description:
Following angioplasty, a non-stryker stent was placed across the stenotic supraclinoid segment of the left internal carotid artery. There was blood flow improvement; however, a dissection was noted in the petrous portion of the ica with some stagnation of flow at the proximal end of the dissection. Two stents were paced to treat the dissection. Post stenting imaging showed good flow and smooth contour of the ica. The patient was extubated post procedure and transferred to the intensive care in stable condition. Six days post procedure, the patient represented with a new onset headache. The patient found to have a mild left central suicus subarachnoid hemorrhage (sah) secondary to hyperperfusion syndrome. The patient was given 81mg of aspirin, 40 mg of verapamil, acetaminophen and oxycodone for symptomatic management of headache. The patient's headache has improved drastically since admission and there were no symptoms overnight. The next day, the patient was discharged home in stable condition.

Manufacturer narrative:
The device is not available to the manufacture.